Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that phrenic nerve and diaphragmatic stimulation from the left ventricular (lv) lead was observed on all pacing vectors. It was suspected the stimulation may have been due to dislocation of the lead. The lv lead was capped and replaced with an epicardial pacing lead. No further patient complications have been reported as a result of this event.